Event description:
It was reported that a minimum fill notification occurred after the user filled multiple cartridges during the load sequence. A new cartridge was loaded to resolve the issue. Customer declined troubleshooting with tandem technical support, and additional information could not be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.